Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of five. The patient was connected at the time of the alarm. The patient stated that the empty supply bag was damp to the touch. The technical service representative assisted the patient in clearing the alarm. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.